Event description:
Information received from the field notes that during a routine follow-up, the patient was not symptomatic, but interrogation found the device in voor mode. The same was found 6 months previous, but the device was reprogrammed to dddr.